Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A diabetes educator reported via phone call of motor error and no deliveries from the insulin pump. The customer's blood glucose reading was 266 mg/dl. The educator stated that the battery has been out of the pump for 2 days and the last bolus was two days ago. The customer stated that the parameters were entered correctly. The customer stated that the correction bolus is incorrect. The customer stated that he did not receive an "estimate details" message during a recent bolus. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump is functioning properly noted and passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime tests. No motor error alarm, no excessive no delivery alarm noted and the motor passed motor test. The bolus wizard functioning properly per bolus wizard sample in the user guide. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.